Event description:
During removal of ez-io, base became separated from needle, leaving needle stuck in pt¿s tibia. Used a large pair of pliers to grasp needle to remove it from the tibia. Dates of use: (B)(6) 2012; 1950 and 2010.